Manufacturer narrative:
Additional information: b5, h6: health effect - clinical code (annex e), h6:health effect - impact code (annex f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19mar2021: it was reported, the balloon was inserted transabdominally. Sponge forceps were used during insertion. The amount of blood loss prior to the alleged malfunction with the device was 800ml. The amount of blood loss after the alleged malfunction was 300ml.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, following a c-section, the patient experienced uterine inertia. The patient's blood loss was estimated to be 800ml. The complaint device was inserted transabdominally using sponge forceps, and inflation was started. Liquid was observed flowing out of the vagina. The device was removed, and a pinhole leak was confirmed on the balloon. The patient's blood loss after the difficulty was estimated to be 300ml. Hemostasis was achieved using another new device. No adverse effects were reported. Investigation evaluation: a document based investigation was performed including a review of complaint history, device history record, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. The complaint device has been returned to cook china, but united states customs has not allowed it to be returned to cook spencer for evaluation. If the device is returned for analysis, the complaint will be reopened. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. The complainant returned one bakri tamponade balloon catheter for investigation. A function test was performed by inflating the balloon with water, and a leak was confirmed in the balloon material. Visual examination identified grasper marks in the balloon material at the leak. The complaint device appears to have been damaged during use. The most probable cause of the puncture was determined to be unintended user error. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803.

Event description:
As reported, the patient had uterine inertia and after a cesarean (c) -section, a bakri tamponade balloon catheter was used. The operator inserted the device and started inflation. Liquid was observed flowing out of the vagina. The operator removed the device and discovered the balloon was leaking through a pinhole. Hemostasis was achieved with another same type device. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.